Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 4 reference MFR reports: #1627487-2016-02130; #1627487-2016-02131; #1627487-2016-02133. It was reported the patient experienced tightness at the lead incision. The patient underwent surgery on (B)(6) 2016, where one of the occipital leads (off label use) was repositioned. The physician also removed scar tissue. The patient's issue was resolved.